Event description:
The customer reported that the device received alarm - error codes / messages. There was no additional information provided. There was no patient involvement.

Manufacturer narrative:
Additional information added to a1, h10. The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device received alarm - error codes / messages. There was no additional information provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced ail sensor for ail error codes / messages, replaced dim u4 on display board. Replaced cracked rear case. Replaced 3rd party door latch assy. A review of the device history record showed the device had a manufacture date of 19 mar 2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the moog ail kit. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2014-0284 for lvp air in line. CAPA #: 1143616 for lvp dim u4 display.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device received alarm - error codes / messages. There was no additional information provided. There was no patient involvement.